Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an inaccuracy low issue with the meter compared to a lab result. The reading of the subject meter and the lab result were not known. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.